Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen in the cassette door discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported an m31 air detected in cassette warning occurred during fill 1 of 3 of treatment. The patient was advised to cancel the treatment and not use the cycler tonight in order to let the fluid dry. The patient stated they would perform manual treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was seen in the cassette door discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported an m31 air detected in cassette warning occurred during fill 1 of 3 of treatment. The patient was advised to cancel the treatment and not use the cycler tonight in order to let the fluid dry. The patient stated they would perform manual treatment. Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete treatment. The pdrn stated the patient is continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was discarded and was no longer available to returned for investigation.